Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screwdriver shaft for locking cap for universal reduction screw broke when it was being used in a surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed for the subject device (part number 3.636.003, scrdrivershaft f/lockcap f/urs, lot number 7933664). The returned subject device was received with the tip of the screw driver shaft broken as reported. Visual evaluation of the instrument determined the damage may have been due to incorrect positioning was during the procedure. Also, excess mechanical forces during the attempt at screw removal could lead to the breakage of the position pins. Without additional surgical event information, the exact root cause of failure cannot be determined. This particular lot 7933664 was manufactured in july 2012. A review of device history records show that this lot was manufactured and released meeting all specifications. Based on these findings it is concluded that the cause of failure is not due to any manufacturing non-conformances. It is likely that a mechanical overload by applying too much lateral stress caused this breakage. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.